Manufacturer narrative:
Visual inspection performed by r&d product manager on october 19, 2018 the mis frame (ref. 01.15.10.0110) resulted damaged on the sliding mechanism. The dent are evident . We can attribute the incorrect functioning to an improper washing that caused the dent and wear.

Manufacturer narrative:
Batch review performed on 17 september 2018. Lot 1553698: (B)(4) items manufactured and released on 31 march 2016. No anomalies found related to the issue. To date, no similar event on the same lot has been registered preliminary investigation performed on 18 th september 2018 by r&d product manager: the images were checked. It is not possible to determine with certainty the root cause of the event, but it is probably due to an incorrect reassembly of the part after the cleaning. From the images it is confirmed that all the components were recovered.

Event description:
Surgeon was using the instrument when the sliding portion of the retractor came unscrewed and fell apart in the patient. All items were retrieved (x-ray confirmed) and the item has been reassembled by the hospital and is available for retrieval. No delay during the surgery.